Event description:
Complainant allegd that during training by a distr, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.